Event description:
It was reported that the right ventricular lead exhibited high impedance and high capture threshold. The lead was capped and replaced during routine device change out procedure. The patient was doing very well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.